Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the device will not power on. A device was returned to a manufacturer / third-party service center. During the evaluation of the device, a device will not turn on. In addition to above findings, a pca burnt component, hate plate contaminated, kit blower contaminated and ui bezel damage. The device was routed to scrap. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.

Manufacturer narrative:
In this report, section h - device problem code, evaluation results code, component code and conclusion code has been updated.